Event description:
It was reported that the obturator of a wayne pneumothorax tray was retained in a patient. The device was required for treatment of a pneumothorax. The device was placed via seldinger technique on the right side in the 4th or 5th intercostal space in the mid-axillary line. During the placement procedure, after the user removed the wire, fluid was observed "seeping through" the obturator; therefore, user assumed the device was working. The pigtail curve was not observed on radiographic imaging. About 5 hours after placement, the obturator dislodged from the patient on its own accord. As a result, an additional device was opened, and the new connection tube was attached to the pneumothorax catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. It was noted the customer understood the IFU was not followed; however, they want know why this failure is possible.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Correction: this event is not reportable, as the user error of not removing the obturator did not cause or contribute to a death or serious injury. The IFU states in step nine to "remove the wire guide and catheter obturator. The november 8, 2016 MDR guidance document states in 2.6 that an MDR is not required if the event is solely the result of a user error and there is not a device related death or serious injury. The customer has confirmed there was no adverse event related to what happened, therefore this event is not reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.